Event description:
Dealer says the unit smells like popcorn, he did not know which wires smelled. Initial information included that the end user plugged his powered wheelchair in and smelled smoke. By the time he reached the power chair the plug was melting. There is no information that the end user was harmed or injured.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model m51, serial number/date (B)(4) is approximately 3 months old. The owner's manual part number 1125085, rev.j(oct-08), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The malfunction has not been confirmed. Of note: any further information will be reported in a supplemental report. Invacare is in the process of making efforts to obtain additional detail on the incident. The initial reporter stated the plug in the wall allegedly turned black. He said the plug could be changed out. The dealer is going to the customer's home today to assess the damage.